Event description:
It was reported that during a lap chole procedure one portion (jaw) of the grasper forceps broke and was retrieved from the pt. The surgeon retrieved the jaw with another instrument. A cassette x-ray was performed the same day. There was no piece that remained in the pt. There was no pt injury or consequence to the pt.

Manufacturer narrative:
Eval summary: investigation of the modular grasping forceps insert showed one jaw broken off. The broken jaw was returned for inspection. No evidence of any corrosion at the break site. There was no missing component. The shaft was bent from use. This device has been in use for approx 7 years. (B)(4). Cause of event: no conclusion can be drawn. We consider this isolated as no trends show for the last 5 years.